Event description:
It was reported that customer experienced continuous glucose monitor error 42 on pump while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, but error recurred, customer will rely on multiple daily injection to ensure delivery of insulin therapy.